Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet split into two pieces when the user removed the case during a supply change, after which the device would unlock but was not functional; this was characterized as a bonding failure involving the display component, and the user was informed the replacement would not be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.